Event description:
Caller reported intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. System check was performed by tandem technical support and no issues were identified. The customer reverted to an alternate method of insulin therapy.